Event description:
It was reported that this lead was explanted due to high thresholds. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The returned lead showed a bend at approximately 35 mm from the terminal end. Testing was completed to assess lead electrical performance. The inner coil conductor resistance measured as an electrical open, which indicated a fractured or broken conductor. Visual inspection of the lead confirmed that there was a cracked/torn polyurethane insulation approx. 52mm from the distal end of the terminal boot. X-ray showed the inner coil fracture (tangled) near the terminal end, this fractured inner coil indicates inner coil over-torque and helix extension/retraction difficulty-likely induced damaged at explant. The damage is not considered the cause of the electrical allegations because etfe coating/insulation is still intact on the conductors.

Event description:
It was reported that this lead was explanted due to high thresholds. A new lead was implanted. No additional adverse patient effects were reported.